Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving gablofen 2000 mcg/ml at an unknown dose via an implanted pump for intractable spasticity and cerebral palsy. It was reported during the pump replacement procedure the healthcare provider (hcp) injected 2000 mcg/ml of baclofen into the incision line ¿thinking it was local.¿ the rep was inquiring what the absorption rate of baclofen was when injected sub cutaneous. The reporter was advised to consult with drug manufacturer. Patient symptoms were not reported, and the event date was (B)(6) 2019. Additional information was received on (B)(6) 2019 and it was reported they ended up doing a catheter revision because the doctor saw the catheter ¿had broken on CT site¿ above the anchor going into the intrathecal space. The catheter was replaced, and the issue was resolved with replacement. Additional information was received from a healthcare provider (hcp) via the rep on (B)(4) 2018 indicated the cause of the event was an unlabeled syringe and it was unknown which syringe/kit was used when the injection occurred. It was also unknown what symptoms if any the patient experienced. Actions/interventions taken to resolve the event included observation and troubleshooting/diagnostics included a CT scan. It was also reported the cause of the broken catheter was unknown as well as the patient¿s weight at the time of the event. The patient¿s outcome was unknown. It was noted in regard to the device status, ¿the account did not release.¿ no further complications were reported or anticipated.